Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. The legal manufacturer did not identify a conclusive root cause. As a probable cause, the legal manufacturer determined the power switch was likely broken by long-term use.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site to evaluate the device. The reported problem was confirmed. The power switch was replaced to resolve the reported problem.

Event description:
A user facility reported to olympus that their cv-190 video processing system power switch button was broken and would not power on. The reported problem occurred during preparation for a procedure. The intended procedure is unknown. It is unknown if the intended procedure was completed. There was no patient injury or harm associated with the reported problem.